Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air in line alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one device was received with the retractor torn. It was noted that the retractor protector was shortened by approximately 2.5 cm. A retractor protector is provided as part of the seal cap assembly. It can be used to prevent potential damage to the retractor during instrument insertion. A batch record review could not be performed as the lot number was not provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, the protector was not being used and the rubber retractor tore due to the devices getting hung up on the rubber retractor. After the rubber retractor tore, there was a loss of pneumo. A competitor's device was used to complete with no patient consequence.